Event description:
It was reported, the pt experienced an increased recharge burden as well as difficulty locating the ipg. The parameters were calculated, and the pt appears to be charging more than expected. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.